Event description:
It was reported that the patient was seen at the hospital due to hearing the patient alert tone. Interrogation revealed that the right ventricular lead had high impedance. The impedance measurement had been steadily increasing. There was also high threshold on the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was seen at the hospital due to hearing the patient alert tone. Interrogation revealed that the right ventricular lead had high impedance. The impedance measurement had been steadily increasing. There was also high threshold on the lead. The lead was reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Impedance/high impedance: 1 - patient alert for oot subthreshold lead impedance on (B)(6) 2011 03:00:13. Weekly pace lead impedance trend data shows an increase for min and max ventricular pace bi = 2147 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2012. Sensing/oversensing: ventricular short interval count v-sic=158 counts, in 0.03 day, on (B)(6) 2012 in the timeframe between 14:08:30 and 14:48:23.

Event description:
It was reported that the patient was seen at the hospital due to hearing the patient alert tone. Interrogation revealed that the right ventricular lead had high impedance. The impedance measurement had been steadily increasing. There was also high threshold on the lead. The lead is still in use. No patient complications have been reported as a result of this event. (B)(6) 2012 the lead was reprogrammed and subsequently capped and replaced.